Event description:
Rn went to draw blood from and change the dressing to the PICC line. PICC line was not intact and completely broken off at the distal end of the catheter repair kit. Repair was done 8 days ago. The dressing was damp and blood stained underneath and the skin at the entrance site was completely healed closed. The catheter had migrated into the pt and is still in the pt. The md is waiting for it to migrate to a position that it can be removed.